Event description:
It was reported by a neurologist that a vns patient had high impedance, dcdc=7. Patient's device was disabled and no surgery has been scheduled yet. Patient is doing fine per treating neurologist. Additionally, the physician reported that device programming history did not record the magnet swipes. Only patient's initials were provided to the manufacturer and good faith attempts to obtain more information have been unsuccessful to date.